Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years post filter deployment, CT revealed there was slight tilting of the ivc filter, but this did not appear to be greater than 15 degrees relative to the long axis of the ivc and there were multiple struts that appeared to extend greater than 3mm beyond the wall of the ivc with one of the struts appeared to contact the right posterior wall of the aorta. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt as the medical record states ¿slight¿ tilting of the ivc filter, but this did not ¿appear¿ to be greater than 15 degrees relative to the long axis of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years post filter deployment, computed tomography revealed there was slight tilting of the ivc filter, but this did not appear to be greater than 15 degrees relative to the long axis of the ivc and there were multiple struts that appeared to extend greater than 3mm beyond the wall of the ivc with one of the struts appeared to contact the right posterior wall of the aorta. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt as the medical record states ¿slight¿ tilting of the ivc filter, but this did not ¿appear¿ to be greater than 15 degrees relative to the long axis of the inferior vena cava(ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7,d4(expiry date: 12/2010), g4. H11: b3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter tilted, and the struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.